Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was not deformed but was clogged by foreign material. The foreign body was a kind of white impurity. The switch was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite colonovideoscope could not send water smoothly and was clogged by foreign material due to insufficient or incorrect reprocessing. The foreign material could not be removed. The foreign body was a kind of white impurity. One week had passed after the detection and the nozzle could not be located. The issue was found at reprocessing, however the clog occurred during the procedure. The intended routine diagnostic enteroscopy procedure was completed with the same device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The customer had reprocessed the scope correctly. The water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The user performed decontamination in accordance with normal operations. The mh-946 injection tube was not used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used a non-olympus aer. The nozzle was replaced in october 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material such as substances of a peripheral product which entered the channel and caused the nozzle to be clogged. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.